Manufacturer narrative:
Operator of device is unknown; no further information was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device showed 'check syringe plunger sensor'. No patient injury was reported.

Manufacturer narrative:
Visual evaluation shows the plunger assembly is broken and rotated. Functional testing of the syringe plunger sensor showed an error during power up. The root cause of the event is due to plunger assembly that was found loose and rotated. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).